Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to claim no vibration patient experienced on (B)(6) 2015. No medical intervention or injuries were reported.